Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the u727 and u728 components were detached from the distribution node (dn) pca board. The cause of the inability to complete testing is the detached components cannot be positively identified. No adverse event resulted from the detached components.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.